Event description:
It was reported to medtronic minimed that the customer found that the pump shut down and didn't turn on again. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed and the customer reported a frozen screen. Buttons were not responsive. Replaced the battery but the screen remained unresponsive. No harm requiring medical intervention was reported. No product return was required for mmt-1781k

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box 2. Section h9 - added battery cap recall number p-cap locked in place properly during testing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroded electronic assemblies not allowing unit to turn on or access to download. Unable to confirmed frozen screen or keypad anomalies due to blank display. Unit also receive with scratched case, stained keypad overlay, pillowing keypad overlay, cracked case, cracked battery tube, cracked battery tube threads, cracked battery cap, missing battery cap contact, and cracked corner of belt clip rails. In conclusion, unit came in with blank display due to corroded electronic assemblies. Unable to confirmed customer's concern of frozen screen or keypad anomalies due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.